Event description:
When the device was used during a laparoscopic gastric bypass procedure, the blue reload didn't fire all staples. There was leaking at the staple lines; surgeon had to suture. There was no pt consequence.